Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2014 for birth control as well as ibuprofen from (B)(6) 2014 to (B)(6) 2018 and tramadol (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal area - pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal infection had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg result was provided in the last version, while this version states that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received: event of physical pain updated to physical pain / pain / pelvic area. New events- "abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, salpingectomy (bilateral removal of fallopian tubes), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, abnormal bleeding (general)" were added. New concomitant conditions, new lot number and reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone acetate (depo-provera) (B)(6) 2013 to (B)(6) 2014 for birth control as well as ibuprofen from february 2014 to september 2018 and tramadol (B)(6) 2017 to (B)(6) 2018. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 1 month after insertion of essure. On (B)(6) 2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced abdominal pain ("abdominal area - pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, menorrhagia and vaginal infection had resolved and the genital haemorrhage, dysmenorrhoea, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg result was provided in the last version, while this version states that "she did not undergo essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain / pelvic area/pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 27-year-old female patient who had essure (batch no. B53556) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena) since 2009 and medroxyprogesterone acetate (depo-provera)(B)(6)2013 to (B)(6)2014 for birth control as well as ibuprofen from (B)(6)2014 to (B)(6)2018 and tramadol (B)(6)2017 to (B)(6)2018. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/,dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/psych injury") and anxiety ("mental anguish/psych injury"), 1 month after insertion of essure. On (B)(6)2017, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal/bladder/urinary problems: vaginal infection"). On an unknown date, the patient experienced abdominal pain ("abdominal area - pain/abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal infection had resolved and the genital haemorrhage, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure confirmation test - hsg result was provided in the last version, while this version states that "she did not undergo essure confirmation test". Plaintiff received treatment for pelvic/abdominal pain, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Outcome of dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.